Event description:
(B)(4). I wanted a more permanent way to not have more kids. My insurance cover essure and my dr recommended it. I experienced weight gain and asked about it. A year after I was experiencing heavy bleeding, so my dr put me back on depot prevera. I was having a lot of cramps so I went back. He knew I was not pleased about taking the shot again, so he went in and burned my uterus. I am still gaining unexplained weight, irritability, no sex drive, my hair is shedding more than normal, and I am so bloated it hurts at night. Have joint pain, flutter spasms in my stomach, dry skin and fatigue.